Event description:
Registered nurse reported that non-identifiable fetal strip data and documentation from one patient record was duplicated in the chart of another patient. There was no report of patient impact or adverse patient outcome.

Manufacturer narrative:
During a pfils verify, data being written to the intended patient's (patient a) primary file wrote the same data to the incorrect backup file (patient b). This MDR is being submitted late, as part of a corrective action taken pursuant to an FDA inspection conducted at the facility, in 2008.